Event description:
It was reported that the stent implant came off the stent delivery system balloon prematurely. The stent implant was not deployed in a favorable fashion, and dislodged in a calcified area within a previously placed stent. The physician feels that this can happen; however, not often, but it can happen when you are working in a heavily calcified area. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.